Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a healthcare provider (hcp) that the patient developed eczema due to the pod. The hcp confirmed the patient has a contact allergy and believe the probable cause is dipropylene glycol diacrylate. Cortisone cream is applied for treatment.